Manufacturer narrative:
Date of event : correction. Manufacturer's investigation conclusion: the reported event, of loss of external power events while connected to a mpu, was confirmed in the submitted log file. Technical service reviewed the file and replied to the customer. The customer had reported that the patient¿s mpu was plugged into a surge protector. The customer informed the patient to plug the mpu directly into the ac wall outlet (and not use the surge protector). The patient was also given a locking ac power cord for their mpu. The log file contained approximately 11 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. There were three loss of external power events. The first loss of external power event occurred on (B)(6) 2019 20:34:49; mpu power was restored at 21:33:15 (at most 50 mins). The second occurred on (B)(6) 2019 20:00:06 and mpu power was restored at 20:42:36 (at most 42 mins). The third loss of external power event occurred on (B)(6) 2019 07:08:13 and mpu power was restored at 07:09:09 (at most 1 min). The controller operated on backup battery power due to the events. The mpu was the power source before and after each event. No product was returned for evaluation. The reason for the loss of external power events could not be determined from the log file. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with low battery alarms while connected to the mobile power unit (mpu). Upon review of the waveforms it was apparent that the patient has low voltage alarms. The patient's mpu plug was changed to a locking plug and the patient also stated that he has the mpu connected to a surge protector at home. During the analysis of the log files multiple no external power alarms while on the mpu were observed. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. No further information provided.